Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument broke and component disengaged into cavity, retrieved. The visual inspection of the device noted the instrument was partially applied. The tab at the proximal end of the instrument was broken; therefore no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. However, it is noted that the instructions for use do not establish guidelines to remove the unit from the package. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. Visual testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken tab, the reported condition was confirmed. This condition has been brought to the attention of the appropriate personnel. The file will be closed as a user error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during a bowl resection, a plastic piece became loose from the stapler and was found in the patient's abdomen. After the operation, the operating room nubrse noticed that there might be another piece of plastic missing so they took the patient for an x-ray. Nothing was found. The patient was injured; portions of the device fell into the patient's cavity but were retrieved. An x-ray was taken to rule out any additional pieces of device fallen into the patient&#39;s cavity. No other adverse events were reported.